Event description:
The international customer reported the ventilator cannot work on dc power during normal ventilation operation. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. The MFR field service engineer confirmed the reported problem. The MFR's field service engineer evaluated the device the battery was not charged properly by customer. The MFR's fse charged the battery overnight to address the reported problem. The device passed all MFR required testing.